Event description:
It was reported following a wallflex removable esophageal stent study, patient discomfort occurred. The physician implanted a wallflex esophageal 12cmx23mm metal stent in the mid 1/3rd of the esophagus. The procedure was completed successfuly. The patient then reported on the same day of the procedure of experiencing severe pain. The patient was hospitlized and received pain medication (morphine and paracetamol). The discomfort was resolved without further complication in 2005. The stent was explanted on an unknown date.

Manufacturer narrative:
Visual examination found that the returned stent was fully expanded and measured the correct dimensions for this product code. No damage or other issues were noted with the returned stent. Device analysis confirmed that no issues were noted with the profile of the returned stent that would have contributed to the complaint reported. As part of our manufacturing processes all units are 100% visually inspected for any possible abnormalities. No issues were noted with the returned stent that would have contributed to the complaint reported. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.